Manufacturer narrative:
The leads remain implanted and were not returned to saluda for analysis. The root cause of the unintended stimulation could not be definitively determined; however, the placement of the leads may have contributed to the unintended stimulation. The evoke scs system surgical guide details ways to confirm lead placement using fluoroscopy, ecap measurement, and paresthesia mapping. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include suboptimal placement which may result in undesirable stimulation changes and the patient may require surgery (including revision, explant, and replacement) as a result.¿ the device information of both leads are identical.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported unintended stimulation in their upper right abdomen. Reprogramming was performed but unsuccessful. A revision procedure was completed, and both leads were repositioned.